Event description:
It was reported that a patient underwent a hair transplant procedure on (B)(6) 2024 and suture was used. The surgical procedure was interrupted as soon as the surgeon realized that the product was not compliant (the needle tip was blunt and could cause damage to the patient's tissues). The surgeon requested another thread and continued the suture. The needle was returned for evaluation and was found broken at the tip. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: were there any consequences for the patient? No. Investigation summary the product was returned to ethicon for evaluation. One needle-suture piece was received for analysis. The product code p1611t. Upon visual inspection of the sample, it was observed that the needle was observed to be broken at the tip area. The sample will be shipped to hsa for further analysis due to the needle breakage. Also, marks that appear to be by use of the surgical instrument were observed near the damage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample needs additional evaluation by hsa. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Hsa analysis: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code p1611t. It was requested that hsa assess the fracture mode of the failure. Visual inspection and metallurgical analysis were performed on the returned product. The needle was noted with marks that appears to be by surgical instrument. A fracture was observed at the tip of the needle. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.